Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime /xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal circumflex artery that was moderately tortuous, moderately calcified and 90% stenosed. Post-deployment of the xience prime 2.5 x 15 mm stent, a distal edge dissection was observed. Another xience prime 2.5 x 12 mm stent was used to complete the procedure. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.